Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that probably a couple weeks ago when they were charging their implant, the controller screen went dark and they couldn't do anything. Patient stated that they reset the controller and got the controller to come back on, but since then they don't think the implant or controller is working right. Patient mentioned that charging takes longer than usual. Patient mentioned that they made an appointment with a manufacturer representative (rep) on friday for some guidance on the issue as well. Agent walked the patient through a controller reset; patient confirmed that the controller powered back on. Patient unlocked the controller and noted the controller was at 100% and the implant was at 90%. Patient only had controller with them during the call; agent advised patient to call back tomorrow with equipment to continue troubleshooting. Patient will call back with their equipment for further troubleshooting. Patient reported that their back is starting to hurt a lot more and they are not feeling the stimulation like they did before. Patient noted that they have lost about 25 pounds recently and they were wondering if that had any bearing on the issue. Agent reviewed information about weight loss and the implant with the implant. When asked for an event date; patient mentioned that their back has just started to hurt more. Agent redirected patient to their healthcare provider to further address the issue and to check the implanted neurostimulator pocket. Additional information was received from the patient. Patient called back repeating information from previous calls and had their equipment and was ready to troubleshoot. Patient mentioned that ever since the controller blacked out a couple weeks ago, they do not feel a buzzing sensation and do not think that their stimulator is working anymore. Patient stated that they went on a walk this morning and 5 minutes in their back was hurting them; patient added that their back gets worse and that they then have to lay down due to the pain. Agent walked patient through an ac power reset of the controller; patient confirmed controller powered back on and that they saw the controller light flashing green. Patient noted that the controller was at 70% and the implant was at 90% and that they were able to charge a little bit this morning. Agent had patient inspect the recharger for any visible damage; patient confirmed no damage. Patient initiated a charge session and was recharging excellent; patient added that charging takes longer than usual and that the implant is harder to locate and that it might have moved. Shortly after, patient stated that the implant charged to 100% on the call and agent reviewed that the equipment is working as intended. Agent advised patient to work with the rep at their appointment today on checking their settings and programs; patient reported that they have an appointment with their doctor to check the implant placement in september.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.